Event description:
The customer received questionable estradiol result for one patient sample. The specific date of testing was not provided. The original result was >4300 pg/ml. With a 1:5 dilution, the result was 3233 pg/ml. With a 1:2 dilution, the result was 4205 pg/ml. With a 1:5 dilution, the result was 3624 pg/ml. Information concerning which result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. The reagent lot number and expiration date were requested, but were not provided. It was noted the diluent had been in use for more than two months which may have contributed to the issue.

Manufacturer narrative:
A specific root cause could not be determined. Sample from the patient was submitted for investigation and the customer's results were reproduced. All of the results generated during the investigation with both the elecsys and centaur tests are above the reference range of a healthy, non pregnant-patient and are clinically concordant. As the results were not linear, a cross reactant in the patient sample was suspected. Potential cross reactants are documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).